Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject surg, non-en exhibited a cracked/broken ceramic head. There was no patient involvement.